Manufacturer narrative:
(B)(4) - led indicator light, failure of. Evaluation: results: evaluation for the returned product shows that when tested using new batteries, the alarm has power, but the led light did not turn on. There is no alarm tone when pressure is removed from the sensor or when the sensor is detached. There is no visible damage. Manufacturer references file # (B)(4).

Event description:
Customer reported that the alarm has power, but the led light does not come on. When the alarm is set on voice tone there's static present. Customer could not provide information as to the condition of the alarm. There was no patient incident or injury reported. Evaluation for the returned product shows the alarm powered on, but there's no alarm tone when pressure is removed from the sensor or when it's detached.